Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the hard drive. Sys operates as intended.

Event description:
It was reported that the stenoscope sys stopped making x-rays and rebooted. The sys was inoperable and the pt had to be rescheduled. No pt injury was reported.